Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb video image freezing. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the insertion flexible tube buckled, the remote control buttons leak, and the bending rubber cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.